Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Unique identifier: (B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in loss of suction. There was no patient involvement.

Manufacturer narrative:
The suction hose from the wall was collapsed and flattened which caused the suction issue. This is a use error. There was no failure of the unit. There was no reportable malfunction. H3 other text : the suction hose from the wall was collapsed and flattened which caused the suction issue. This is a use error. There was no failure of the unit. There was no reportable malfunction.